Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported resistance retracting the delivery catheter (dc) handle cannot be determined. The reported difficult clip deployment was due to the resistance of the dc handle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip deployment difficulty. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted slight tortuosity, challenging transseptal. The first clip delivery system (cds) was advanced to the mitral valve; and the clip was successfully placed on the medial a2/p2. However, during the deployment sequence, the delivery catheter (dc) handle was retracted with resistance. Then the clip would not detach from the dc tip. Troubleshooting was performed, and the dc handle was retracted fine and the clip was deployed. The clip is stable. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.